Event description:
Pt revised for pain, squeaking and grinding.

Manufacturer narrative:
(B)(4). Additional litigation papers allege patient had pain, bone and tissue damage and exposure to elevated levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history record and/or a complaint database search was not possible as the product and/or lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.